Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation during extraction of transvenous systems in patients with infection. The authors described patient deaths; however, the causes of death were unknown and described as one-year mortality, except for one patient who developed a bacterial infection and died due to renal failure. There is no allegation of leadless device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received. There were patients who experienced re-infections. There were no major procedural complications or dislodgments leadless ipgs. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation during extraction in patients with active infection: a comprehensive analysis of safety, patient benefits and costs. Journal of clinical medicine. 2025, 14, 5450. Doi: 10.3390/jcm14155450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.